Manufacturer narrative:
The customer¿s report of damaged tubing was confirmed. Visual inspection showed two cuts on the tubing. The first cut was approximately 8.5 inches from the distal luer end and measured approximately 0.65 inches long. The second cut was approximately 9 inches from the distal luer end and measured approximately 0.79 inches long. Functional testing was performed and leaks were observed from the damaged areas. The root cause of the damaged tubing was not identified.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported a hole in an IV tubing set discovered when leaking was noted during a blood transfusion. There is no report of patient harm.